Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale marks were uneven on a bd insulin syringe with bd ultra-fine¿ needle. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: investigation summary: customer returned (6) 3/10cc, 6mm, 31g syringes in an open poly bag from lot # 7128939. Customer states that the scale markings are uneven. All returned syringes were tested using the plug gauge and all scale markings placements fell within specifications. A review of the device history record was completed for batch # 7128939 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200702913, 200702914] noted for scale rotation. Severity: s_1__; occurrence: a complaint history check was performed and this is the 2nd related complaint for scale marking misaligned on lot # 7128939. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that the scale marks were uneven on a bd insulin syringe with bd ultra-fine¿ needle. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the scale marks were uneven on a bd insulin syringe with bd ultra-fine needle. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: female. Event attributed to: other. Device single use?: no. Device returned to manufacture: yes.